Event description:
It was reported that on (B)(6) 2011, the procedure was to treat a 70% stenosed lesion in the right coronary artery (rca) and a 75% stenosed lesion in the mid left anterior descending artery (lad). A non-abbott stent was placed in the distal rca and the 2.5 x 18 mm promus was implanted in the mid lad. The patient was discharged on (B)(6) 2011. On (B)(6) 2012, the patient presented with chest pain and was diagnosed with unstable angina. Angiography was performed on (B)(6) 2012 which revealed that the mid lad had 70-75% in-stent restenosis. A 2.5 x 12 mm promus stent was placed for treatment. The event was considered resolved and the patient was discharged on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there were no reported product deficiencies. Angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.